Event description:
The pt had an estrogen receptor (ER) performed in our lab by immunohistochemistry that was positive for ER in her lobular carcinoma of breast. Our result was unequivocally positive, even on the very same tissue block sent to (B)(6) for the oncotype test (these tumors are almost invariably - 99.9% - positive for ER). The oncotype test, (B)(6) reported ER as negative. ER weighs heavily in the oncotype recurrence score, and a negative result in this case is clearly unacceptable, misleading, and could lead to serious pt harm if the pt is not treated with appropriate anti-estrogen therapy.